Event description:
Following an ormarthrose with intact rotator cuff, the patient was implanted on (B)(6) 2016. He is allergic to nickel. He was explanted on (B)(6) 2019 following a supraspinatus rupture due to trauma.